Manufacturer narrative:
Initial reporter information was not provided on voluntary medwatch form.

Event description:
It was reported that the tubing of a cadd® administration set "looked like it had been sliced right above where the intravenous (IV) connector connects to the tubing of the pump". The patient noticed the issue after not feeling well and getting pale. Medication spilled onto the pump. A serious injury was noted, however outcomes attributed to the serious injury or details of the injury were not provided.